Manufacturer narrative:
This supplemental is being sent to include information that was previously not submitted.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the meter's battery compartment was found to be contaminated, causing power issues. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to his feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2016 at 8am when he obtained a blood glucose result 179mg/dl which he felt was elevated compared to how he was feeling and/or his usual results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that he manages his diabetes using insulin (no adjustments) and reportedly took additional fast-acting insulin and long acting insulin in response to the reading obtained. The patient claimed experiencing symptoms of "dizzy and lost consciousness" an unspecified amount of time after the alleged issue began and was reportedly treated by his wife with food/drink on (B)(6) at 3pm after which the patient stabilized. At the time of troubleshooting, the csr was able to confirm that the test strips had been stored correctly and not expired and the meter was set with the correct unit of measure. The csr walked the patient through a control solution test with a result of 128mg/dl which fell within the expected range of 125 to 161mg/dl. The subject device was requested back for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.